Event description:
It was reported via literature article that transient ischemic accidents (tia) and pericardial effusions (pe) occurred. This retrospective multicenter study included 389 atrial fibrillation or atypical atrial flutter and high thromboembolic risk patients who underwent a left atrial appendage (laa) closure procedure with a watchman 2.5 delivery system and closure device and 93 patients who underwent a laa closure procedure with a non boston scientific, bsc, occlusion device. Literature study results: device implantation success was achieved in 467 of 482 patients. The type of device had no influence on the success rates. The overall complication rate for the watchman group was 2.3 percent and the non bsc occlusion device group was 2.2 percent. Tias occurred in 2 watchman patients and pes occurred in 4 watchman patients. No tias and one pe occurred with the non bsc occlusion device group. No correlation was found between intraprocedural complications and if a health care facility in the study performed fewer than 20 or greater than 20 laa closure procedures per year. Total procedure time was higher in the non bsc occlusion device group than the watchman group. Dual antiplatelet medication was the most frequently chosen antithrombotic therapy, 64 percent. Literature study conclusion: laa closure can be performed safely with a very high procedural success rate.

Manufacturer narrative:
Date of event - date of registration used as event date is unknown. Literate article: kretzler l., mues c., wunderlich c., langbein a., spitzer s.g., gerk u., schellong s., ketteler t., neuser h., schwefer m., strasser r., ibrahim k., schoen s., christoph m. Short term outcome after left atrial appendage occlusion with the amplatzer amulet and watchman device: results from the original registry. Bio medical central vascular disorders. 2022; 22:271. Https://doi.org/10.1186/s12872-022-02708-4.